Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two firings of the device the clips came out scissored. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2010. Evaluation summary. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended, but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. This finding is not related with the incident reported. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The following information was provided during a conference call with ees associate and the sales rep and division manager: residents are high users at this facility and the rep has been in-servicing as necessary. The user may not be inspecting the jaws prior to firing in order to ensure the clip has properly loaded - the rep will in-service to stress the importance of this step.